Event description:
This 2.0 single lumen vygon PICC placed on (B)(6) 2026 by nicu PICC rn. · the procedure note stated: " PICC line placed under sterile procedure, skin prep with chlorhexidine. Vygon 2.0 fr lot # 25k009d, expiration date 2028-08-31. Small amount of bleeding noted. Total of 3 sticks, used ultrasound guidance. 2 x-rays. Total length 20 cm, internal 14.5 cm, external 5.5 cm.line placement confirmed by x-ray secure port glue applied to insertion site. Line dressed with sterile transparent dressing". · PICC line location not adjusted after placement. Dressing changed 2 times throughout the duration of use (B)(6)2026- (B)(6) 2026) and was last changed on (B)(6) 2026 with no notable change in the line integrity. Removal note by nicu PICC rn on (B)(6) 2026 states, "s: asked by picu care team to come assess PICC line due to leaking. O: when this rn got to patient's bedside she attempted to flush line and PICC line was indeed leaking under dressing. PICC line them removed using sterile technique. All persons at bedside in sterile mask and hat. Bedside rn at bedside to assist and mom at bedside as well. Old PICC line dressing removed and dirty sterile gloves removed with another pair of sterile gloves on underneath. Insertion site then cleansed with chg and allowed to dry. Once dry, the line was removed slowly and without incident. PICC line measured 20 cm as expected at time of removal. Sterile dressing of vaseline gauze, gauze and tedaderm applied. A: no redness, ecchymosis, edema, swelling, or drainage noted at site." Multiple pivs placed since PICC line was removed. PICC line flushed by PICC rn when it was brought to my office and leaking noted around the presumed insertion site. There was a small layer of secureport IV glue noted around the area where leaking was seen. Multiple pivs placed since PICC line was removed. PICC line flushed by PICC rn when it was brought to my office and leaking noted around the presumed insertion site. There was a small layer of secureport IV glue noted around the area where leaking was seen.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.